Event description:
It was reported that the patient had an inflatable penile prosthesis implanted with no problems during the surgery. Just after 40 days following the implant, the physician could not activate it so, he did sonography and, there was not any problem with his results. Then, with the help of the physician, they did all ams700 pump troubleshooting procedures. The pump remained deflated at all even after performing the troubleshooting procedure. When the pump was squeezed, the cylinders did not inflate as expected and the pump remained deflated. As the pump does not function properly, it fails to have the expected performance every time the pump is to be used.